Event description:
It was reported that the lead dislodged due to the patient's arm movement. Lead repositioning was unsuccessful, so the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.